Event description:
(B)(4). The dealer reported that the unspecified ihcs carroll healthcare bed leg brake assembly mechanism was jammed and not engaging / disengaging properly. There was no patient injury reported.